Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional e1 initial reporter first name - correction.

Event description:
Supplemental was created because of change in following meaningful field(s) : reporter first name - correction.

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).